Manufacturer narrative:
The dissecting tool has not been returned for evaluation. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."

Event description:
It was reported that the dissecting tool broke during a case. The device has not been returned for evaluation. On follow-up, it was confirmed that there was no pt impact.